Event description:
Shortly after the trial lead implant procedure, the patient reported uncomfortable stimulation while being programmed. The trial leads were explanted and the patient is reportedly doing well.